Event description:
Reportedly the swelling was observed over the magnet on the implanted left side. Swelling becomes more prominent when wearing the audioprocessor. The user was explanted on the (B)(6) 2021. This report refers to 9710014-2021-00693. For further information please refer to this report.